Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, stress mark. A microscopic analysis was performed which identify crease sharp on posterior side. Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening additional data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.